Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the rx vision stent delivery system (sds) was advanced to the heavily calcified lesion in the mid right coronary artery (rca) and inflated to 18 atmospheres without issue. The results looked good on the angiogram and the sds was removed from the anatomy. It was then noted that the stent remained on the sds. Another vision was deployed in the rca without further incident. There was no adverse patient sequela and no clinically significant delay in the procedure as a result of this device issue.